Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarmed during testing. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. An alarmed after battery change due to voltage leak. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked. (B)(4).

Event description:
The customer reported via phone call indicating a button error and high blood glucose readings on the insulin pump. The patient's blood glucose reading was 508 mg/dl. The customer stated that she took out the battery and replaced it, and now has an unexpected restart alarm. The customer stated that she has high blood glucose reading because she ate and did not take any insulin. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.